Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the healthcare provider indicated that cause of the stall was unknown. The stall recovered on its own and was currently working fine. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving gablofen (1000 mcg/ml at 180.3 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that the patient had a short motor stall and recovery. There were no reports of electromagnetic imaging or magnetic interaction. No symptoms were reported. No further complications have been reported as a result of this event.